Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Two days post implant, it was reported that there was ffrw (far field r-wave) oversensing noted on the current egm (electrogram) and episodes for the atrial lead. The atrial lead remains in use. No patient complications have been reported as a result of this event.